Event description:
Pt had been found lying on floor unconscious. Defib was put on to analyze.pt started to move. Defib indicated to shock pt. When analyzed again, it indicated no shock. Pt had lots of chest hair which may have given poor contact with defib pads. Also, pt became very combative during the time staff was analyzing him.